Event description:
During patient use, the autopulse platform (sn (B)(6). ) powered off. The user reconnected the battery to continue compressions; however, the device powered off again after performing compression for an unknown period of time. During the following power-on, the platform displayed a fault code 16 (timeout moving to take-up position) error message. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.